Event description:
The patient has two model 3186 leads from the same lot. It was reported the patient was experiencing ineffective stimulation from her scs system. During the patient's revision surgery on (B)(6) 2014, the patient's physician repositioned the lead and added an add'l lead in order to provide better coverage. The patient is reportedly receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.